Event description:
It was reported that during the surgery, both implants were deployed, but one of the implants broke off into two when the knot was being tightening. The surgeon removed the fast-fix device from the patient meniscus. Unknown how the surgery was completed. No significant delay was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system, intended for use in treatment, has been returned for evaluation. Without the reported product, a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. The information provided states: ¿during the surgery, both implants were deployed, but one of the implants broke off into two when the knot was being tightening package¿. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. Complaint history review was unattainable without a valid lot number and product code provided although query using entire fast fix family indicated similar allegations. Batch review was unattainable without a valid lot number provided.